Event description:
Whisper valve popped off trilogy ventilator which resulted in pt having a respiratory arrest. On (B)(6) 2016 - whisper valve of a trilogy 100 ventilator blew off on a (B)(6) pt with a tracheostomy and ventilator dependent. Pt was being cared for at the time by a private duty nurse employed by (B)(6). The nurse was unable to find the valve so she had to manually ventilate the pt. Pt ultimately suffered a respiratory arrest and was transported to a hospital. Pt did not recover from the event and expired on (B)(6) 2016. (B)(6) is unable to obtain the model number or serial number of ventilator due to (B)(4) company supplying the ventilator, refusal to provide the info.